Event description:
It was reported by the surgeon that the pt underwent a primary procedure on (B)(6) 2011 and subsequently was revised in (B)(6) 2013 due to an infection.

Manufacturer narrative:
The patient underwent successful revision. The reported cause of the revision is due to infection. There is no indication at this time that the reported infection was attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2011 and subsequently was revised in (B)(6) 2013 due to an infection. (B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).